Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm was unable to reproduce the issue. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) had a low vacuum error. No patient harm, serious injury or adverse event was reported.